Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on screen make it harder to see. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had diminished battery life changing more than once, reject new batteries, cap had missing piece, dimmer and rainbow effect, louder to rewind, no delivery alarm, slower to rewind. The insulin pump will not be returned for analysis.